Event description:
It was reported that after the iab was successfully inserted into the patient, the balloon was unable to fully inflate with the distal tip not unwrapping. Manual inflation was attempted but was unsuccessful. As a result, the iab was removed. Additional information received states that "[the doctor] was concerned about removal of iab when it was inflating, properly and to avoid issues upon removal, he in advanced called a vascular surgeon to do a cut down to remove the balloon properly". The current status of the patient is reported as "he is doing poorly and in pulmonary edema- nil due to iab".

Manufacturer narrative:
(B)(4). The reported complaint for iab "unable to inflate fully" is confirmed based on the customer photo provided with the complaint report. In the photo, the distal portion of the intra-aortic balloon catheter (iabc) bladder was noted twisted, which can result in the inability of the iabc to fully inflate or unwrap. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. Corrections (retraining) have been established for this issue as a result of a previous investigation that was opened within teleflex, and this device was manufactured prior to the release of those corrections. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc). Upon return, the one-way valve was connected and tethered to the short driveline tubing. A kink was noted to the iabc at approximately 5.9cm from the iabc distal tip. Bends were noted to the iabc at approximately 50.0cm, 54.0cm and 58.2cm from the iabc distal tip. The bladder was noted wrapped (or considered twisted). Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. Returned with the iabc was a teflon sheath; the sheath was noted with slight buckling near the sheath hub. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "lcs". The customer photo submitted was reviewed; it showed the intra-aortic balloon catheter (iabc) with the distal portion of the bladder noted as twisted and not fully unwrapped. This is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0066in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 5.9cm from the iabc distal tip due to the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 24.7cm from the iabc luer, and the guidewire could not advance at approximately 77.0cm from the iabc luer due to the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab catheter was unable to inflate fully" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the iab was successfully inserted into the patient, the balloon was unable to fully inflate with the distal tip not unwrapping. Manual inflation was attempted but was unsuccessful. As a result, the iab was removed. Additional information received states that "[the doctor] was concerned about removal of iab when it was inflating, properly and to avoid issues upon removal, he in advanced called a vascular surgeon to do a cut down to remove the balloon properly". The current status of the patient is reported as "he is doing poorly and in pulmonary edema- nil due to iab".

Event description:
It was reported that after the iab was successfully inserted into the patient, the balloon was unable to fully inflate with the distal tip not unwrapping. Manual inflation was attempted but was unsuccessful. As a result, the iab was removed. Additional information received states that "[the doctor] was concerned about removal of iab when it was inflating, properly and to avoid issues upon removal, he in advanced called a vascular surgeon to do a cut down to remove the balloon properly". The current status of the patient is reported as "he is doing poorly and in pulmonary edema- nil due to iab".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the iab was successfully inserted into the patient, the balloon was unable to fully inflate with the distal tip not unwrapping. Manual inflation was attempted but was unsuccessful. As a result, the iab was removed. Additional information received states that "[the doctor] was concerned about removal of iab when it was inflating, properly and to avoid issues upon removal, he in advanced called a vascular surgeon to do a cut down to remove the balloon properly". The current status of the patient is reported as "he is doing poorly and in pulmonary edema- nil due to iab".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.